Event description:
It was reported that the patient had a brain MRI performed on (B)(6) 2012. It was noted that the patient 'indicated that the implant able neurostimulator (ins) was not working properly and was disconnected.' It was noted that the 'cervical spine would be scanned by the MRI.' It was noted that the 'patient had a fall and broke a wire.' No details regarding the fall were reported. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va005rs, implanted: (B)(6) 2012, product type lead. (B)(4).